Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, oversensing causing inappropriate high voltage (hv) therapy on the device was noted. Furthermore, there was high pacing impedance, no capture, and no sensing noted on the right ventricular (rv) lead. During the revision, it was noted that the set screw on the device was not properly secured. The device and lead were reconnected to resolve the issue. The patient was stable with no adverse consequences. The device is an investigation device exemption (ide) product, and therefore does not require a regulatory report to be submitted.